Manufacturer narrative:
Manufacturer's investigation conclusion: the reported concern of a system stop could not be conclusively determined through this investigation as the submitted log files did not contain data from the time of the event. The controller event log file contained data on (B)(6) 2019 spanning from 06:40:39 to 08:40:52, per the timestamp. No alarms were recorded throughout the entire log file and the pump speed remained above the low speed limit for the duration of the log file. The system appeared to have been operating as intended. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. No further information was provided by the account. The heartmate 3 lvas IFU and patient handbook contain important warnings pertaining to pump stops and explain the battery charge level, fuel gauge display, and all visual/audible alarms. Instructions for exchanging batteries and switching power sources are also provided. These documents note that depleting the batteries and the backup battery will cause the pump to stop. The heartmate 3 lvas IFU contains important warnings pertaining to pump stops. The IFU also contains the following information: section 2 - the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Section 2 - system controller battery power gauge: the battery power gauge shows the approximate charge status of the power source that is connected to the system controller¿s white and black power cables. The number of green bars means power remaining. The more green bars mean the more power remaining. If either the yellow diamond or the red battery illuminate, immediately replace the depleted batteries with a fully-charged pair, or switch to the power module or mobile power unit. Yellow diamond: less than 15 minutes of combined battery power remain. This is an advisory alarm. Red battery: less than 5 minutes of combined battery power remain. This is a hazard alarm. Every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 - switching power sources: this section explains how to switch from battery power to the power module and mpu. Section 6 - preparing for sleep: the patient must always connect to the power module or the mobile power unit for sleeping, or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms. Section 7 - alarms and troubleshooting: this section details all system controller alarms and how to resolve them, including the low battery advisory and low battery hazard. The heartmate 3 lvas patient handbook contains the same pump stop warnings and steps that the patient should take when preparing for sleep. Section 5 alarms details all system controller alarms and how to resolve them, including the low battery advisory and low battery hazard. Section 3 details how to check a battery's charge level, how to replace low batteries with fully-charged batteries, and how to switch power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was in an unhelmeted motorcycle accident. Lifeflight medics reported being able to scroll through parameters during transport, though an in house engineer reported no green running light upon arrival. This resolved upon connection to two new batteries.